Event description:
On (B)(6) 2009, the patient reported that the cartridge plunger on his insulin infusion device appears as if it is "not really straight". He stated he does not reuse cartridges. He said he changed his insulin cartridge last night and has 251 units of insulin remaining in the cartridge. The patient was advised to change his cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.